Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No information due to lack of customer response. On (B)(6) 2016, it was reported that the device was not cutting tissue as it should. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the meshgraft ii on july 14, 2016 revealed minor cosmetic damage to the bottom plate including discoloration. The cutter was noted to be worn. The ratchet appeared to ratchet normally. The test mesh was performed and passed. Repair of the meshgraft ii was performed by zimmer biomet surgical on july 18, 2016 which included replacement of the worn cutter, roller and ratchet spring. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. The reported event ¿the device was not cutting tissue as it should¿ was not confirmed since during initial inspection the sample graft calibration check and visual inspection all passed during pre-repair testing. The reported event was not confirmed since during initial inspection the sample graft calibration check and visual inspection all passed during pre-repair testing. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not cutting tissue as it should. No adverse events have been reported as a result of this malfunction.